Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6.5f introducer peel-apart sheath loaded onto dilator was returned for evaluation. Gross visual, microscopic visual, functional evaluations were performed. Material deformation was noted at the distal end of the peel-apart sheath. The investigation is inconclusive for the reported difficult to insert issue, as the exact circumstances at the time of the reported event cannot be verified. However, the investigation is confirmed for the identified deformation due to compressive stress issue as the peel-apart sheath and dilator appeared to be bent and noted to have material deformation. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, allegedly can't complete to insert the port. The procedure was completed using another device. There was no reported patient injury.